Manufacturer narrative:
H6: investigation summary: one hundred forty eight samples received by our quality team for investigation, from batch regn2108-20 samples, regn2104-78 samples, and regn2109-50 samples. 50 random samples were selected, upon visual inspection, no defects or issues observed on the needles. Each sample was connected to a syringe with saline solution, samples expelled the solution with normal flow. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s previous investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 13 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: will not allow you to push meds through.

Event description:
It was reported that 13 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: will not allow you to push meds through.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: regn2104. Medical device expiration date: 31-dec-2026. Device manufacture date: 17-jun-2022. Medical device lot #: regn2109. Medical device expiration date: 31-dec-2026. Hdevice manufacture date: 02-jun-2022. Medical device lot #: regn2108. Medical device expiration date: 31-dec-2026. Device manufacture date: 02-jun-2022. Medical device lot #: regn2108. Medical device expiration date: 31-dec-2026. Device manufacture date: 14-jan-2022 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.